Event description:
On 11/14/92 at 0630, transfusion medicine was notified that a peripherally inserted central catheter (PICC) had apparently broken at 0430 when the floor nurse found the line disconnected from the patient, the IV fluids all over the floor, and was unable to locate the lumen. The following steps were taken by the floor nurse: 1) notified transfusion medicine. 2) notified patient's physician. 3) notified supervisor. 4) ordered an emergency x-ray. 5) requested patient to keep still and not to move right arm.upon investigation, it was determined that the patient had pulled at the PICC during the night and the line snapped. This was documented in the patient's chart under physician's notes. The tip was visible above the elbow on the first x-ray, but a second x-ray showed migration so the patient platelet count, so a platelet transfusion (12 units) was given before the surgical procedure. The catheter was removed successfully and the patient tolerated the procedure without immediate complication.